Manufacturer narrative:
Concomitant medical products: svc kit bi71000525 battery charger 1, lot#: unknown. Svc kit bi71000526 battery charger 2, lot#: unknown. Cable assy bi31000938 diode cable, lot#: unknown. A medtronic representative visited the site to evaluate the equipment. It was found that battery charger #2 was not working. The rep replaced both #1 and #2. Diode on tray #3 was not functioning. This was also replaced. The system now functions within specification. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system died when transporting it in the hospital. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
H2: additional information received. Report source and initial reported updated. H2/d10/h6: the battery charged 1 was returned and analyzed. Visual inspection passed. All leds lit on th epcba and text ficture. Bench test passed. All chargers output voltages passed. The measured output voltages were within range. The charger was installed in a test system and the system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Codes 10, 213 and 67 are applicable. The lot number was received through analysis: rev. 2 : s/n (B)(6) . The battery charger 2 was returned and analyzed. The reported issue was confirmed. It failed bench testing due to a loss of power on charger b output. It also failed visual inspection due to leaky caps. Previously submitted codes 10, 120 and 4307 are applicable. The lot number was received through analysis: rev. 2 : s/n se11270139. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: other relevant device(s) are: pcba bi31000170 battery charger 2, serial/lot #: (B)(6): s/n (B)(6), pcba bi31000169 battery charger 1, serial/lot #: (B)(6) : s/n (B)(6). H3: pending analysis. Previous codes still applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.